Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, above the acute myocardial infarction threshold, for one patient. The erroneous result was reported out of the laboratory. Repeat testing on the same and subsequent samples of the patient produced lower results. Patient results are shown. The patient was originally seen in emergency room and was admitted to the hospital. The customer stated that the patient was treated based on the elevated troponin results, but could not provide details of treatment or patient care. Data faxed in by the customer indicates that the patient is on heparin. The customer stated the samples were collected in bd gold top collection tubes (sst). The samples were full draws, allowed to clot sufficient length of time, normal in appearance and did not contain fibrin. The samples were spun at 3500 rpm for 7 minutes, and were processed through the cta (closed tube aliquotter). The last system check was run on the previous day, (B)(4) 2012, and results recovered within specifications. The customer stated they run two levels of biorad quality control (qc) every morning and qc recovered within the ranges. Service was dispatched on (B)(6) 2012, and the field service engineer (fse) verified that aspirate probes, ultrasonic voltages, mixer speed and vacuum were all within the recommended specifications. The fse also ran system checks and the results were within the specifications. The cause of the event is unknown.